Manufacturer narrative:
Investigation summary: 751 samples were received. They came in 8 shelf boxes in sealed packaging blister. All have 1¿ needle instead of ½¿. The previous batch was verified confirming it was for the same product 305106- 30 x ½¿. Both have the same plastic hub color and plastic shield type. It is likely that one bag with the 305128 (30x1¿) was mixed in the gaylord of the 305106 (30x ½¿). It was not detected at the multivac packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9193522 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it is likely that one bag with the 305128 (30x1¿) was mixed in the gaylord of the 305106 (30x ½¿). It was not detected at the multivac packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle had the wrong length needle in the box. This occurred on 751 occasions before use. The following information was provided by the initial reporter: material no. 305106 batch no. 9193522. It was reported that the wrong length needle is in the box, 30 gauge 1 inch needle is in the box labeled 30 gauge .5 inch. We have found 751 ea of the following needles are incorrectly labeled. Issue: the wrong length needle is in the box. A 30 gauge 1 inch needle is in the box labeled 30 gauge .5 inch. (B)(6): rcvd an email from the customer providing the following information: what date were the wrong length needles identified? (B)(6) 2020. Were the needles identified before, during, or after patient use? Before. Are samples available for investigation? If yes, I will provide you a prepaid shipping label. Yes, we have 751 ea to return from that lot#.